Manufacturer narrative:
(B)(4). Product was received for evaluation under (B)(4). During this investigation in addition it was found that a leakage on luer lock of the de-airing valve on the oxygenator occurred. This additional complaint was opened to evaluate this failure. No evidence was provided that this failure was noticed within the initial complaint report. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified a supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a vkmo and the included affected component has the contributing design function of the quadrox-I pediatric which is registered under 510(k): k132829.

Event description:
During investigation of (B)(4), an additional malfunction (leakage on luer lock of the de-airing valve on the oxygenator) was found. (B)(4).

Manufacturer narrative:
For further investigation the device history record was reviewed by a quality engineer. The (B)(4) for lot 70103942 from (B)(4) was reviewed. The product passed every production step and was not marked as scrap. There were no references found, which would indicate a nonconformance the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4)